Event description:
Patient #15-tutopatch group (39 years, sex unknown) was included in a unicentric prospective study to assess safety and efficacy of tutopatch, and a human acellular dermal matrix (hadm) for duroplasty during chiari surgery. After chiari surgery, the non-serious event of pseudomeningocele occurred (start date not reported). The event resolved spontaneously without further treatment on an unknown date. The authors considered none of the adverse events occurring in the above-mentioned trial as device -related.

Manufacturer narrative:
This report from the scientific literature refers to the development of a pseudomeningocele (coded as csf leakage) after chiari surgery using tutopatch for duraplasty. Tutopatch was therefore used in this trial in an in-label condition. Despite several follow-up attempts, no additional information was provided from the authors. Pseudomeningocele is not considered serious, as no seriousness criterion has been met. Specific risk factors have not been reported apart from various liquor circulation issues and that the patient was a smoker. The authors describe the event as procedure-related and not device-related. Batch documentation analysis can not be performed as the product ids have not been provided. However, csf leakage is a frequent complication after duraplasty due to surgical challenges in regard to the anatomical situation. Therefore, tutogen concurs with the authors and considers pseudomeningocele as not related to tutopatch.

Event description:
Rti surgical, inc d/b/a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, received a complaint associated with a an article found through literature search. "Pilot study to assess the safety and efficacy of human acellular dermal matrix for chiari surgery", neurocirugia (astur: english edition) 2025 feb 27; teixidor-rodriguez p. Et al. The publication provides the results of a unicentric study on duraplasty in chiari malformation, one group prospective with patients treated with human acellular dermis matrix (hadm) and another group that retrospectively acquired surgical treatment with tutopatch®. There were nineteen patients in each group. There were no complications reported for the hadm group. Seven patients in the tutoplast group developed post operative complications as follows: pseudomeningocele (3 patients; one required a lumboperitoneal shunt), pseudomeningocele and aseptic meningitis (2 patients, one recovered after corticosteroids treatment, the other one required surgical intervention and corticosteroid treatment), and aseptic meningitis (2 patients, recovered with corticosteroid treatment). This report pertains to patient #15 who developed a pseudomeningocele that resolved without surgery.

Manufacturer narrative:
Tutogen medical gmbh (tmi) will conduct a comprehensive records review (if serial and donor numbers are provided). When completed a follow-up med watch will be submitted.